Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter read inaccurately high compared to laboratory device. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2015 between 10:00am and 12noon. The patient reported obtaining blood glucose readings of ¿92 mg/dl¿ with the subject meter and ¿76 mg/dl¿ on the laboratory device. The tests were performed within an unknown time of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan¿s criteria for accuracy. The patient informed the csr that she manages her diabetes with self-adjusting insulin and reported administering an increased dose of insulin (amount unknown) as a result of the alleged inaccuracy issue. The patient claimed that 2 hours after the alleged issue started she developed symptoms of ¿shakiness, dizziness and nausea¿. In response to her symptoms, the patient reported taking oral medication (type/dose unspecified) on the advice of a health care professional (hcp). The patient denied that her blood glucose was tested with any other device. During troubleshooting, the customer service representative (csr) confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began